Manufacturer narrative:
H3, h6: the ps1 power supply was returned to the manufacturer for analysis. Functional testing, performance testing, visual/physical examination, and usability inspections were performed on the returned part. During testing, the system initialized, motion generator, communication, and charging readied. 2d and 3d images were successful. However, there was drifted output of voltage found. The analysis confirmed the electrical component failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and was not able to do 3d. The power supply was replaced and the failure was resolved. Codes b01, c02 and d02 are applicable. D9/h2/h3/h6: logs were received and analyzed. This was not a software issue. Log analysis found an x-ray detector not active error. This was a hardware issue as the ps1 power supply component was replaced to recover. Software was functioning as designed. Codes b01, c19 and d14 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown h2: based upon further review this event does not meet our further reporting requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the radiation was disabled and the site was not able to perform 3d images. The system first started to not allowing to perform 2d images, after rebooting the system it did the 2d images. But when the site was about to start the 3d images the system got back to initializing systems menu/image in the pendent. Then the radiation was disable and no images could be performed. After rebooting a second time, the site was able to perform the 3d image. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received stating that the next day the imaging system was turn on and after a while it returned to initializing system menu/image on its own.